Manufacturer narrative:
Concomitant medical product: d314trg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient felt they received shocks and went to the emergency department. An interrogation of their device was done and it was found that no shocks were delivered. However, there was a svc (superior vena cava) impedance warning on the right ventricular (rv) lead due to one measurement out of range. It was noted that the company representative was made aware of the findings but did not request any action on their part at this time. The rv lead remains in use. No patient complications have been reported as a result of this event.